Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric pump underinfused. The reporter stated that after 48 hours of infusion, 25% of the medication remained in the device. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.